Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2019-03657, reference MFR report # 1627487-2019-03658. It was reported that patient had a wound at the ipg site as patient is wheelchair bound and sits on the ipg, opening the wound. In turn, surgical intervention was undertaken wherein the entire system was explanted and the wound was washed out. The issue has reportedly resolved.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2019-03657. Reference MFR report # 1627487-2019-03658.